Manufacturer narrative:
Customer returned a precision xtra blood glucose meter and test strips with lot number 40290. Meter reported with another serial number was not returned. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 16 mg/dl and 300 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. It is to be noted that the precision xtra blood glucose meter is not capable of obtaining glucose values less than 20 mg/dl.